Event description:
On (B) (6) 2009, it was reported that the charger could not locate the ipg. The patient initially tried to recharge the ipg, and then the slow flashing yellow light on the charger appeared. A second charging system was used with the same results. The patient programer communicates when the patient is sitting, but not when the patient is standing. It was reported that the physician is to revise the ipg pocket.

Manufacturer narrative:
Evaluation - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.